Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition or user error could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported that their blood glucose levels decreased to 42 mg/dl and that they were transported by ambulance to the emergency room on (B)(6) 2025. The patient reported experiencing symptoms described as "jeopardy", confusion, and black spots in their vision. Emergency room personnel administered liquid glucose. The patient remained in the emergency room for less than one hour and was discharged the same day. It was further reported that the event was attributed to the combined use of insulin with mounjaro (tirzepatide) and an additional liquid medication, the name of which the patient could not recall. The patient reported being unaware that concomitant use of these medications could result in low blood glucose levels.